Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The husband reported that the patient passed away on (B)(6) 2018 due to a massive heart attack. She was substituting for a summer school teacher and started to complain of sharp pain along one of her sides. The emt (emergency medical technician) was called and she went into cardiac arrest while in the ambulance, the patient was deceased on arrival. Her husband stated that she experienced high blood pressure and she was taking medication for hypertension. The husband does not remember if the patient was wearing a pod at the time and did not have access to the pdm (personal diabetes manager), he did not know where it was located. No further information is currently available. The husband stated he would send a copy of the patient's death certificate.